Event description:
A physician was providing follow-up on his patients implanted with vns and indicated that a patient had passed away. The physician was unaware of the cause of death. Follow-up was performed with the funeral home which cremated the patient, but they did not have a death certificate available and were not aware of the patient's cause of death. The funeral home stated they did not have the device present and they believed it was likely sent for recycled metal (discarded). A review of the manufacturing for the patient's implanted generator confirmed it had passed all quality inspections prior to release for distribution. A review of the available programming history also showed that it had operated as intended throughout the device's known implant history.